Manufacturer narrative:
These codes were selected by the manufacturer based on info obtained from the user facility. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(4), 2009. According to the complainant, during the ercp, the device was inserted into the pancreas instead of the bile duct by mistake. The physician encountered resistance advancing the guidewire, and approximately 2mm-3mm from the tip of the device fell into the pt. The device was not retrieved because the physician expected the tip of the device to pass naturally. The procedure was completed with this device. On (B)(4), 2010 the pt underwent another ercp and it was confirmed that the tip of the device has passed naturally. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as having no issues.

Manufacturer narrative:
A visual examination revealed that the bumper tip of the pebax was missing exposing the core wire tip. The remaining 5 cm of pebax is intact. The wire met the outer diameter specifications for tip and teflon region sections. Evidence of hydrophilic coating was found. The condition of the returned incident device was consistent with the complaint that approximately 2mm-3mm from the tip of the device detached. The most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) performed on (B)(6), 2009. The weight of the patient is unknown. According to the complainant, during the ercp, the device was inserted into the pancreas instead of the bile duct by mistake. The physician encountered resistance advancing the guidewire, and approximately 2mm-3mm from the tip of the device fell into the patient. The device was not retrieved because the physician expected the tip of the device to pass naturally. The procedure was completed with this device. On (B)(6), 2010 the patient underwent another ercp and it was confirmed that the tip of the device has passed naturally. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as having no issues.